Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. Device evaluation: visual analysis of the returned device identified; flat creases, curved opening, brown particles in shell and valve. The leak test and microscopic analysis was performed which identified; curved sharp opening on valve bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified (tear) opening.